Event description:
This is filed to report worsening mitral regurgitation and tissue damage. It was reported that on (B)(6), 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4 and flail. A mitraclip xtw was implanted without issues. The procedure was completed with one clip implanted. The mr was reduced to grade 1-2+. Roughly one year later, the patient returned for a follow up visit, and an echocardiogram was performed which revealed recurrent mr grade 4+ due to a new flail of the posterior leaflet in p1 scallop. On (B)(6), 2023, a secondary mitraclip procedure was performed to treat the recurrent mr 4+. A mitraclip xtw was implanted without issue. The procedure was completed with one clip implanted. The mr was reduced to grade 1+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the unspecified tissue injury resulting in mitral valve insufficiency/ regurgitation (mr) cannot be determined. Tissue damage and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. B3: date of event is estimated.